Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and neuromyopathy ("neuromuscular problems") in a female patient who had essure inserted for female sterilisation. The patient's medical history included pregnancy, postpartum state, cesarean section, menometrorrhagia, hemostasis, left lower quadrant pain, polycystic ovary (on left side) and ovarian cystectomy. Previously administered products included for an unreported indication: depoprovera shot. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and neuromyopathy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and neuromyopathy outcome was unknown. The reporter considered genital haemorrhage, neuromyopathy and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirm occlusion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.